Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid and button were unresponsive. Insulin pump received blank display and after battery change display did return as normal. Insulin pump received error and it was cleared. Fill cannula was not recorded in history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, no blank display or display anomaly noted. However, all keypad buttons did not respond to keypad presses due to moisture damage on the keypad connector, on boards and motor inside the unit. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify pump error 23, 68, 49, 53 due to the keypad anomaly.